Manufacturer narrative:
Analysis of programming history.

Event description:
During review of the patient's programming history, it was observed that a faulted systems diagnostic test on the date of implant, (B)(6) 2004, changed the patient's settings to unintended parameters. The device had intentionally been programmed off with the off time to 5min prior to the faulted test. After the faulted test, the off time was not corrected from 60min until (B)(4) 2004. On (B)(4) 2004, the off time was corrected back to 5min. Therefore, the patient was not receiving the intended therapy during that time, since it was apparent that the physician intended to have the off time set to 5min.